Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced vomiting and high blood glucose level of 725 mg/dl because the needle and cannula came off from her body without realizing. Therefore, she did not get insulin into her body due to the site not being on her. Reportedly, the infusion set had been used for three days. Subsequently, on (B)(6) 2021 the patient was admitted to the hospital where fluids of saline, insulin, intravenously drug was administered (drug name unknown) as corrective treatment which resolved the issue. On (B)(6) 2021, she was released with the hospital with no permanent damage. No further information available.